Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously shut down twice. According to the customer, there are no error indicators or issues with the ups and no errors on the tower of the cns. The customer provided the cns logs for review. There was no patient injury reported. Investigation summary: the cns logs were reviewed and the log investigation identified that there were 10,000 or more logs of communication failure on the device for a span of one month. Nkc indicated that this amount is normally accumulated after six months. It was also indicated that the device has 10 or more logs of delayed processing of waveform data which is 10 times more than normal. The presumed cause of the restart issue is that a large amount of data was sent to the cns when an abnormality occurred on the network environment and the processing load of the central monitor increased due to the network communication disconnected which led to the restart. Nkc recommended for the customer to check the customer's network, or if there is a device that is applying a load to the network. Issues of this type are unlikely to be caused by a device malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 04/26/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: 05/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 05/08/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. B6 attempt # 1: 04/26/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: 05/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 05/08/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. B7 attempt # 1: 04/26/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: 05/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 05/08/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. D10 attempt # 1: 04/26/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: 05/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 05/08/2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Manufacturer references (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shut down twice. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shut down twice. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously shut down twice. According to the customer, there are no error indicators or issues with the ups and no errors on the tower of the cns. The customer provided the cns logs for review. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. B6 attempt # 1: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. B7 attempt # 1: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. D10 attempt # 1: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 2: (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information. Attempt # 3 (B)(6) 2023 a phone call was made in an attempt to gather patient and device information, a voice mail message was left for chris to call me back with the patient and device information.